Event description:
A radiopaque marker detached in the common bile duct upon removal during a biliary drainage procedure. Manipulation with a guidewire resulted in successful radiopaque marker retrieval. The procedure was successfully completed with this unit. The pt's condition is good. The accustick sheath was returned, evaluated and retained by this MFR. The engineering eval indicated the radiopaque marker was detached and not returned for eval. The sheath exhibited sharp indentations 11 and 15 cm from the distal tip. Microscopic exam indicated the original site of band placement was approx 7 mm from the distal tip. The extrusion material showed clear ridges at this location indicative of a fully crimped band placement. Two indentations near the hub of the device showed clean, straight edges, indicative of damage induced by another device. No degradation of the sheath material was noted. Score marks were located on the sheath. Based upon the condition of the device upon eval, indentations near the hub and score marks, it appears user technique and/or pt anatomy may have been contributing factors to this event.